Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) exhibited noise on stored electrograms (egm's). Noise was not able to be reproduced and no inappropriate shocks have been delivered yet. No pacing inhibition or asystole was observed. This patient is not pacemaker dependant and has their own intrinsic rhythm. All associated leads are competitor products. A data disk was sent in for bsc technical service (ts) review. Disk review revealed mechanical noise on the ventricular rate/sense and shock channels. There are times when the noise is parallel between the rate/sense and shock channels and other times when the noise is only present on one channel. The noise morphology is slow and random signals with different height. This noise is most in combination with lead and wire issues. In the impedance trend an acute raise to 1230 ohms was observed compared to an overall average of approximately 500 ohms. The pacing rate of 70 beats per minute (bpm) is normal operation according to the ventricular tachycardia response (vtr) algorithm applied after or during ventricular episodes. A pacing rate of 90 - 99 bpm was observed and could not be explained from the level of information provided on the disk but was attributed to earlier programming involving either a ventricular rate regulation or rate smoothing. Currently, this ICD remains implanted and in service. No adverse patient effects reported.